Event description:
It was reported that during device interrogation, it was there was high threshold on the right atrial (ra) lead. Observation showed there was a suspicion of far field r-wave (ffrw). The sensed p wave after atrial paced (ap) was not able to visually confirmed and it was difficult to determine if the heart was capturing. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID addr01 ipg, implanted: (B)(6) 2009. (B)(4).